Event description:
Reporting status: death. Reporting rationale: guide wire caught on stents while being removed and separated; patient subsequently died. Device issue: guide wire separation. It was reported that during a case to treat an occluded posterior descending artery (pda), with a lot of thrombus, ptca was performed several times and three vision stents were deployed in the pda. The guide wire was directed to the distal pda, past a bifurcation distal to the deployed stents; however, a balloon catheter would not pass through the stent struts. The guide wire was pulled back, but the stents were being pulled, so another balloon catheter was tried. The guide wire would not move and it was pushed and pulled and then pulled hard and all of the stents, just past the bifurcation in the pda, retracted into the ostium of the rca and the guide wire broke. The patient died and the cause is unknown. No additional event or patient info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood visible. There was contrast visible on the core at the distal end of the guide wire. The tip of the guide wire had separated 3 cm distal to the proximal solder. The separated portion was not returned. There was a kink in the core, 65 cm distal to the proximal end of the guide wire. There were multiple bends in core, 151 cm, 160.5 cm, 171 cm, 179 cm, and 187 cm distal to the proximal end of the guide wire. There were two bends 4 mm and 7.5 cm proximal to the separation. There was no other damage noted to the guide wire. Using a 0.0142" hole gauge, the guide wire was back loaded through the gauge up to the separated portion of the guide wire. There was no resistance noted to the guide wire. This met manufacturing criteria. Using a new stent delivery system (sds), the returned guide wire was back loaded through the catheter. There was no resistance noted to the guide wire. The tip of the guide wire was unable to be tugged on due to the separation. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive tensile overload beyond the design limit of the guide wire causing the tip to detach. For the guide wire to fail due to tensile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull force applied. In this case, it appears that the guide wire became caught on a stent strut after the guide wire was placed through the struts and after a catheter was attempted to be delivered. The analysis did not identify why the guide wire caught on the strut, but the IFU warns that there is a high risk of difficulty if the guide wire is inserted through the struts of a stent. The difficulty crossing the catheter may have damaged the stent tor the guide wire. Apparently, the forces applied in the attempt to remove the guide wire exceeded the strength of the core of the guide wire which fractured. There was no manufacturing related quality issue detected in the guide wire analysis. The lot history record for this product and a query of the similar occurrences was not reviewed because the product lot number was not reported. A search for lots shipped to this institution was not made because the reported issue appears to be related to case circumstances and not to a product related quality issue. This is a very low-level failure mode that is monitored. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.